Event description:
A female pt had a PICC line placed in her upper arm. The hosp could only pull the PICC line 15cm out, then there was a lot of pain and resistance in pt's arm. Pt has been given chemo treatment for 6 weeks, pt had a lot of redness and pain at the entry site. Medicine was given to the pt for the pain and redness. The hosp left the catheter and the next day it fell out by itself. Once the catheter was removed the pain and redness at the entry site went away.

Manufacturer narrative:
(B)(4) - is not listed in the instructions for use. (B)(4) - is not listed in the instructions for use. Event is still under investigation.